Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarms. The history download showed that the insulin pump had a blood glucose meter average of 120 mg/dl to 346 mg/dl, the insulin total average from 108.10 units to 150.05 units, the basal total from 57 units to 68.6 units, and the bolus totals from 40 units to 92.8 units per day.

Event description:
It is reported that a customer had passed away. The time of death was (B)(6) 2014. The caller was a family member who stated that they did not have time to talk on the phone and stated they will call back the help line to release more information about the patients death. Information on the pump was unavailable at the time but the patient was on pump therapy before he passed. No further information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.